Event description:
It was reported that the procedure was to treat a mid right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent was implanted; however, a distal end dissection was observed and was treated with a 2.5 x 12 mm xience v stent. There were no complications for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: xb 3.5 (6 f). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.